Event description:
It was reported the patient's device system was explanted, due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care. The patient died in 2008. It was reported the patient's device system was explanted due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; medial segment returned and analyzed. Other: it was reported the patient's device system was explanted due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care. The patient died in 2008. It was reported the patient's device system was explanted due to infection. The device was then used to pace the patient externally via the internal jugular vein. The patient developed mrsa, became septic, and the family decided to withdraw care. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications; no conclusion can be drawn.